Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report positioning failure and tissue injury. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 4+ with long thin leaflets, dilated annulus, and dilated left atrium. Several attempts to grasp the leaflets were made but due to patient¿s anatomy, it was not possible to grasp the leaflets. It was noted that a chord was torn. The procedure was aborted with the mr unchanged at 4+. No additional patient complications were reported as a result of this event. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping appears to be related to patient conditions (long thin leaflet, dilated annulus and left atrium). The unspecified tissue injury also appears to be related to the procedural conditions associated with leaflet grasping. Tissue damage is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na